Event description:
Recurrent facial swelling from injection of voluma done (B)(6) 2016. Episodic red, pain tender on right side of face, resolved with hyaluronidase (B)(6) 2017, similar episode right side face treated (B)(6) 2017 also with hyaluronidase. Dose or amount: 1 ml millilitre(s). Frequency: other. Route: cutaneous. Therapy start date: (B)(6) 2016. Diagnosis or reason for use (indication): cosmetic.